Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated that the contacts on the battery cap were missing or damaged. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6) 2022 the customer alleged failed battery test and battery cap. Device history and trace files downloaded successfully using thus software. Unit passed the displacement test. Pump error 63 alarmed during self-test and was confirmed in the formatted history file (variable info = 3) on (B)(6) 2022 11:15:52. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert noted during testing or in the device trace download, how ever multiple failed battery alerts during testing due to corroded battery tube. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1, motor, or force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, stained keypad overlay, damaged display window cover, cracked case, label damage, cracked retainer, cracked reservoir tube lip, and corroded battery tube. Device problem found due to pump error 63. Device error 63 was confirmed in the formatted history file (variable info = 3) due to broken trace at pin#6 (sda) and pin#1 (vdd) at keypad assembly. Failed battery test confirmed during testing due to corroded battery tube. Unable to verify battery cap cracked/damage due to missing battery cap, unit was tested with test battery cap. Damaged retainer ring confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.